Manufacturer narrative:
A visual examination of the returned flexima plus biliary stent and delivery system was performed and the push catheter was found to be kinked in several locations and the guide catheter was stretched, kinked and broken (one piece remained inside the delivery system and the other section was outside). There were no issues noted with the returned stent. Based on product analysis, it is likely that operational/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. The stenosis was noted to be severe. Customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in the push catheter. With the push catheter bound by kinks and bends, it would become difficult retract the guide catheter. Use of excessive force can cause the guide catheter to be damaged, and consequently the stent could be difficult to be deployed. The condition of the returned device is consistent with this , since the guide catheter was found stretched, kinked and broken. Therefore, taking into consideration all these factors and the condition of the returned device, the most probable cause is operational context. A review of the device history record (DHR) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during a biliary stent placement procedure in the hepatic portal, performed on (B)(6) 2018. According to the complainant, during procedure, the physician experienced difficulty when advancing the stent into the stenotic target area. When physician attempted to deploy the stent, there was severe resistance, several attempts were made, the guide catheter became stretched and the stent failed to deploy. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: this event has been deemed a reportable event based on the investigation results; guide catheter broken.